Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, he intuitive surgical, inc. (Isi) clinical sales representative (csr) informed the isi technical support engineer (tse) that the clip came off the medium-large clip applier (mlca) instrument. The tse advised the csr to check the mlca instrument on the other arm or use a spare instrument. The tse also advised the csr to reseat the sterile adapter. The csr will follow the advice. The procedure was completing with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the mlca instrument was inspected prior to use without any damage. The clip did not come off when it was installed on the instrument and outside of the patient. There was no fragment falling into the patient¿s anatomy. There was no patient impact due to the issue. The mlca instrument will not be returned.

Manufacturer narrative:
The reported issue was addressed with phone support. The intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted to troubleshoot issue that a clip fell off from the medium-large clip applier (mlca) instrument. No site visit was conducted. The tse advised the isi clinical sales representative (csr) to check the mlca instrument on the other arm or use spare instrument. The tse also advised the csr to reseat the sterile adapter. The csr will follow the advice. The system was working properly and no additional action was required. A review of the site's complaint history identified patient identifier (B)(6) as a related record. Patient identifier (B)(6) documents the clip applier 470327-09/ n10180504 ¿ 0006, and patient identifier (B)(6) (this complaint) documents the clip applier 470327-12/ n10191125 ¿ 0031. These two clip appliers have the same reportable issue in one procedure. No images or video were submitted for review. A review of the device logs for the mlca instrument (part# 470327-12/ lot/serial# (B)(4) associated with this event has been performed. Per this review of the logs, the mlca instrument was last used on 29-jul-2022 via system serial# (B)(4). There were 36 uses remaining after this last usage. This last usage of the device was after the reported event date, the mlca instrument has been used in two subsequent procedures. Logs show 3 mlca instruments were used in the procedure. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged during a da vinci-assisted low anterior resection surgical procedure, the clip came off the medium-large clip applier instrument. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.